Event description:
Information was received that the patient had an approximately 3 minute seizure. The staff at the facility used the magnet twice to abort the seizure with no success. The device was checked and the lead impedance was marked ok but the impedance was 228 ohms, which is indicative of low impedance. The output status was low with 3.25 ma delivery. The device was not at near end of service. Clinic notes were received indicating that the patient is experiencing an increase in seizures due to "suboptimal output current on vns device". The notes also state that the patient's epilepsy is still not controlled with "maximum vns parameters". No additional relevant information has been received to date.

Event description:
Patient was referred for low lead impedance issues but the surgeon only replaced the vns generator prophylactically. Surgeon was made aware of the low impedance issues as documented in the neurologist's clinical notes . But the surgeon chose to only replace the battery and not the lead. The lead impedance after replacement per implant card is within normal limits. No additional relevant information has been received.